Event description:
It was reported that patient underwent a comprehensive shoulder arthroplasty on (B)(6) 2015. During the procedure, the access 2-in-1 reamer is creating a spear when used over the steinmann pin. The pin is getting jammed in the reamer and pushed through the glenoid.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot code / expiration date. Manufacture date.